Event description:
Cadd pump indicated 21.5cc of fluid remained in bag at change of shift narcotic count. However, a full 250cc remained in the bag in the security vault. A kink was noted in the tubing between the bag and the pump. There is no alarm mechanism for that occurrence on this model pump. Pt's pain was not controlled for a prolonged period of time.